Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes the system issue was due to a loosely connected, improperly seated, or disconnected endoscope.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer was able to complete the case with the scope that was on the field after physically flipping the scope as recommended.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the 30-degree endoscope flipped on its own during use. The tse advised removing the endoscope from the arm, rotating the endoscope base until the correct orientation was aligned with the hash mark, pressing the clutch button on the arm, and reinstalling the scope. The user indicated it was not a good time to attempt this and planned to try it later and report back. The user continued with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was told the system and scope were working correctly throughout cases and the system was working as intended. No site visit was required.